Event description:
The patient reported that on (B)(6) 2011, he experienced elevated blood glucose (bg) up to 571 mg/dl. He stated that he had experienced vomiting with one bg elevation during that time period. He denied other signs or symptoms of hyperglycemia, and did not check for ketones. The patient reported that his sight was poor, and that he was unable to review the pump to ensure settings were correct at the time of the call to animas customer support (cs). Upon follow-up, cs reviewed the pump with a diabetes educator and found all settings and histories were correct. There was no pump defect found on troubleshooting, however, this complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.